Event description:
It was reported that during a recanalization procedure through the left common femoral to treat the right distal sfa/popliteal, the tip of the device was allegedly got caught on the calcium in the vessel and broke free from the rest of the catheter. It was reported that during removal of the device using snare, the patient experienced pain, therefore the patient was brought to the hospital to cut down on the iliac for removal of device. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 05/2024). Device pending return.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken at 52 cm distal to the tip of the catheter. The snare was delivered together with the broken helix. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), h6 (patient, device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure through the left common femoral to treat the right distal sfa/popliteal, the tip of the device was allegedly got caught on the calcium in the vessel and broke free from the rest of the catheter. It was reported that during removal of the device using snare, the patient experienced pain, therefore the patient was brought to the hospital to cut down on the iliac for removal of device. The current status of the patient is unknown.